Event description:
Customer discovered, while performing pre-use checks, the upper pressure limit potentiometer and the inspiratory % time potentiometers were acting erratic. The biomed discovered the upper pressure limit potentiometer and the inspiratory % time potentiometer was defective. The biomed replaced the defective potentiometers, calibrated and performed functional checks. Ventilator passed all test and performed to all MFR's specifications. No pt involvement or injury.